Event description:
Philips received a complaint on the heartstart xl+ indicating that the device cannot enter the normal working mode during self-test. There was no patient involvement at the time the issue was discovered. This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective capacitor. The issue was resolved by replacing the capacitor and the product is back in service.